Manufacturer narrative:
The reported complaint of the hmia (hospital monitoring interface) on the thermogard ivtm system serial # (B)(4) has no temperature output was not confirmed during functional testing. The customer reported hmia output issue was not reproduced during the functional testing and the console performed as intended. No physical damage was observed on the thermogard xp ivtm system during visual inspection. Initial functional testing on the themogard system passed test without fault or error. No irregularities found during event log review. After service, the themogard system was re-evaluated and passed all the functional tests without any fault or error.

Event description:
During ivtm therapy set-up, the hmia (hospital monitoring interface) on the thermogard ivtm system serial # (B)(4) has no temperature output . The customer used a different thermogard console to continue with treatment without a delay. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.